Event description:
Edwards received information that a 31mm mitral bioprosthetic valve, after having been implanted approximately six (6) years and six (6) months, (78.83 months), was explanted due to tricuspid stenosis secondary to pannus formation of the patient¿s native tricuspid cusps. The 31mm valve was explanted and replaced with a 27mm magna mitral ease valve. Through follow up with the surgeon, it was learned tricuspid stenosis was confirmed and tricuspid valve area was 0.54cm2. There were no adverse patient effects as a result of the valve replacement. The reporting physician indicated the leaflets were likely covered by pannus formation or the patient¿s native tricuspid cusps and was causing mobility of the leaflets to be restricted. The leaflets were 'not hardened'. The device was returned for evaluation.

Manufacturer narrative:
Further assessment was conducted by research and development and concluded with the following: according to the information in the translated operative report provided by the hospital, the valve was implanted in the tricuspid position to replace an unsuccessful tricuspid repair with a 32 mm mc3 ring. The bioprosthetic valve was explanted after approximately 6.5 years due to tricuspid stenosis. The valve is a model 6900 size 31 mm mitral pericardial bioprosthetic heart valve. As received, severe host fibrotic tissue (pannus) overgrowth is evident on both inflow and outflow sides of the leaflets. Numerous ¿rod¿ shaped white rubbery host tissue, the features are consistent with native tricuspid valvular chordate, were observed on leaflets 1 and 3 near commissure 3. Leaflet fusion is evident at all three commissural areas by the pannus from outflow perspective. Pannus-mediated leaflet retraction (folding backwards) at the coaptation edge of leaflets 1 and 2, which apparently led to a large triangular gap at the center of the valve in-air as received. The pannus growth appears to cover the entire inflow surface of the leaflets and fuse the leaflets at commissural areas. The severe host tissue growth on the outflow side appears to be related to the preserved native tricuspid valve. Minor calcification is evident by x-ray imaging at the free edge of the leaflets near the commissural areas. Although no functional test was performed, the pannus-mediated leaflet fusion, leaflet retraction, and overgrowth of the pannus on the leaflets appear to be related to the reported malfunction of the valve (tricuspid stenosis).

Manufacturer narrative:
Evaluation summary: customer report of pannus formation was confirmed. Free margin of leaflets 1 and 2 exhibited minimal calcification. Calcification was observed in the cusp areas of leaflets 1 and 3. Host tissue was heavy on the tissue inflow and encroached onto the tissue by a greatest distance of 17mm. Host tissue was heavy on the tissue outflow and encroached onto the tissue by a greatest distance of 16mm. Host tissue was minimal to moderate at the stent inflow and moderate at the stent outflow. Host tissue fused leaflets 1 and 3 at commissure 1 by approx 7mm, leaflets 1 and 2 at commissure 2 by approx 4mm and leaflets 2 and 3 at commissure 3 by approx 4mm, all on the outflow aspect. Host tissue also fused leaflets 1 and 3 at commissure 1 by approx 8mm, leaflets 1 and 2 at commissure 2 by approx 10mm and leaflets 2 and 3 at commissure 3 by approx 7mm, on the inflow aspect. Host tissue folded the free margin of leaflet 1 onto itself by approx 3mm, the free margin of leaflet 2 onto itself by approx 3mm and the free margin of leaflet 3 onto itself by approx 2mm. Host tissue restricted mobility in the leaflets and led to stenosis. The x-ray demonstrated calcification, no visible damage to the wireform. This is the case of a mitral valve implanted to the tricuspid position. In addition, the surgeon has indicated the leaflets most likely were restricted by the patient's native tricuspid valve leaflets as the bioprosthetic valve leaflets were not hardened. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.